Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the alarm history showed evidence of (eaw-145) occlusion alarms on (B)(6) 2014. A rewind, load cartridge, and prime steps were performed successfully with no alarms. The returned battery and cartridge caps were used to complete a 24 hour duration test with no occlusions alarms duplicated during that time. A force sensor calibration test confirmed the sensor was detecting the correct force. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint was verified in the alarm history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 400 mg/dl with polydypsia and trace ketones associated with an occlusion issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was determined that the patient was using the infusion sets and cartridges per their instruction for use and that the supplies had been changed multiple times. It was reported that the occlusion alarm had occurred with a bolus and 3 units of 9 units of insulin were delivered and then the bolus was cancelled. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.